Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory (B)(4) reports while performing a total hip the surgeon was drilling a hole for a acetabular screw with drill bit when it snapped in half. Both pieces were recovered during the procedure. Examination of the returned instrument confirmed the complaint; majority of the fluted tip broke off. Previous investigations have determined that use error is the likely root cause. A search of the complaint database found additional reports of drill bit breakage and bending within the (B)(4) drill family. The previous investigations identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure (B)(4), the drills are attached to a hand-held power drill, and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with (B)(4) has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation. The pinnacle cups have screw holes for additional fixation using cancellous screws. The location and angles of these screw placements are very critical due to underlying soft tissue and nervous system damage that could result from improper screw placement. These angles can very up to 34 degrees. These variations in angles and placement could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep (B)(4) post market surveillance.

Event description:
While performing a total hip dr (B)(6) was drill a hole for a acetabular screw with drill bit when it snapped in half. Both pieces were recovered during the procedure. Although only one of the pieces came back the one with the shaft/spring. No delay. Procedure was completed successfully. Fragments were generated but were removed easily without additional intervention.